Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they were referred by their healthcare provider (hcp) back to medtronic. They had no idea what the problem was. Pt stated no steps were taken to resolve the issue. Pt reported things were not resolved, but the issue has improved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they had lead re-inserted in a different position few months ago in 2024 and since then the implantable neurostimulator (ins) area is painful and hot when recharging the ins. Patient stated after charging the ins, the next day the incision area is uncomfortable and they have sharp pain on the incision area. Patient reports that it takes an hour and a half to charge the implanted neurostimulators battery at excellent recharging quality. Patient stated they noticed on the controller, the recharging line is not highlighted. Patient service specialist asked patient to inspect the recharger for damage and patient confirmed there is no visible damage to the recharger or controller port. Agent asked patient to start a charging session and controller show passive recharge screen and advance to excellent recharging quality, controller 100%, ins 70% charged. Agent reviewed meaning of recharging line on the controller / device function. Patient mentioned the they wrap / curled up the recharger (rtm) cord around the paddle. Agent reviewed agent role and recommend patient consult with their healthcare provider (hcp) regarding symptoms they are having. The issue was not resolved through troubleshooting. A replacement rtm was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.